Event description:
The valve was explanted due to endocarditis, dehiscence, and paravalvular leak. Since co's database contained two mitral device implants with silzone, this device is presumed to be the explanted device.